Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the system was operational during internal testing. The analysis of the ecal mzml files and vilink alert tool graph showed that there was a high heterogeneity of the "all peak number and the good peak number". It indicates that the sample spot preparation was not optimal and this issue could affect the system performance. No conclusion can be drawn regarding the identification of the organism because the customer did not return the strain for evaluation. The likely root cause of the issue is non-optimal spot preparation.

Event description:
A customer from (B)(6) reported to biomérieux a no identification result for a patient stool sample in association with the vitek® ms instrument. The vitek® ms did not produce an identification and vitek® 2 identified the strain as clostridium clostridioforme (97%). The customer stated the vitek® ms calibration was correct. The customer reported that no incorrect result was reported to a physician, however, there was a delay of 48 hours for reporting results. The customer stated there was no impact to patient results or treatment. A biomérieux internal investigation will be initiated.